Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual/microscopic inspection:the probe was used on the patient and the aperture was 50% closed. The saline cap was returned. No damage was identified to the rear housing. No other anomalies were noted. Functional/performance evaluation:before testing the probe with the in-house drivers, the proximal retaining cap was examined closer under magnification (10x) and no damage was observed. The proximal retaining cap was glued to the probe the probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed and met the minimum specification. The probe was tested for around the clock sampling. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. There was no error displayed on the console during testing. There were no unusual noises heard during the evaluation. There were no suction issues identified with the probe. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the investigation is unconfirmed for the reported sampling issue and for the reported fit issues, as the probe was able to successfully obtain samples during functional testing without disengaging from the driver. The definitive root cause for the reported sampling and fit issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review:the current instructions for use (IFU) states:complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - turn on all system components and allow them to initialize. The control unit display will indicate that the driver¿s initialization was successful and that the system is ready for the biopsy probe installation. Note: the driver will not initialize with the biopsy probe installed. - for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, after six sample attempts, no tissue was obtained. The probe was removed and recalibrated. The probe was vibrating during sample attempts and the probe disengaged from the driver. The procedure was stopped and the patient was rescheduled.